Event description:
It was reported screen crack. There was no reported impact to blood glucose level. The customer currently did not wish to follow up and additional information was not obtained; a renewal process for the device was in progress.